Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: - please provide the applier product code and lot number?=>the applier product code is ka200 and lot number is unknown. - please confirm if there is an issue with the applier?=>no. If yes, please create a product complaint and provide the respective reference number(s).=>n/a. - please explain how the clips were loading into the applier? =>the clips could load into the applier. - were you able to lock the clip closed on the suture?=>no. If yes, after it closed, was the clip holding securely fixed on the suture? =>n/a.- please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading => the jaws of the applier were at 90 degree to the surface of the clip cartridge when loading. H3 investigation summary: the product was returned to ethicon. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the xc200 reload were received with no apparent damage with two clips loaded and one loose clip broken. However, the clips loaded were noted to have begun the process of degradation. In addition, the foil was examined and showed multiple wrinkles and small holes in the bottom cavity of the foil package related to excessive manipulation. Due to the condition of the clips no functional test was performed. The product code xc200 contains absorbable clips and as the sample was received open, the degradation process had already begun, the time of exposure to the environment could not be determined and no functional test can be performed due to the sample condition. There was damage found on the foil, due to the improper handling of the package. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and a suture clip was used. During the procedure, when opening the package and attaching, the clip did not attach properly and then the device was broken. The doctor said that the color is also a little faded and deteriorated. Another device was used to complete the case. There were no adverse consequences to the patient. Upon evaluation of the returned device, one loose clip was broken.